Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Proximal non-aneurysmal aortic neck diameter, immediately below the lowest renal is 27mm. Distal non-aneurysmal aortic neck diameter immediately above aneurysm is 27mm. Maximum diameter of aneurysm is 82mm. Length of non-aneurysmal aortic neck is 20mm. There is presence of aneurysm in the iliac artery. Maximum diameter of the iliac aneurysm is 20mm. Distal diameter of the non-aneurysmal neck of right iliac artery is 18mm. The distal diameter of the non-aneurysmal neck of left iliac artery is 16mm. Diameter of the right and left access vessels (femoral arteries) measure 8mm bilaterally. There was no thrombus or calcification present. Percutaneous access technique was used to deliver the main device. Two days post index procedure the patient presented with a thrombosis in the lumen feeding the psuedoaneurysm at the right access site which resolved with manual compression. Five days later the event had resolved. The investigator assessed that this event was procedure related; however, not device related. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (psuedoaneurysm); (cause of event is unknown). Evaluation, conclusions: (cause of event is unknown).